Manufacturer narrative:
Patient information not provided/ unknown. (B)(4). Event date not provided/unknown, (B)(4), one empty implant vial was returned to the manufacturer.

Event description:
The doctor indicated that when the package for the implant (tsv4b13) was opened, it was empty.

Manufacturer narrative:
One tapered screw vent implant package was returned for inspection. Visual inspection confirmed that the implant and mount were not inside the packaging, nor was the cover screw. The seal of the vial was noted to be broken. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional similar complaints initiated against this lot number. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. Product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. A root cause for the complaint could not be determined as the circumstances of the event cannot be recreated. The vial was found with the seal broken, and it cannot be confirmed if these were the circumstances the packaging was received by the customer. The following sections have been updated: UDI: (B)(4).